Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3006705815-2019-03105. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein the entire system was system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the returned ipg found when received that the battery was depleted. The device had a crc error and the ipg logs were not able to be retrieved; however, using uep the daily battery log showed that the device went into service app the day of the explant procedure.